Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from august 20, 2019 - august 21, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused medication to the patient. After approximately 72 hours of medication delivery time, it was discovered that only approximately ¾ of the dose had been infused to the patient. The device was filled with fluorouracil 3745mg in sodium chloride 0.9% solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.